Event description:
Nurse pulled morphine 2mg injection and it was sealed (not tampered with) but discovered it only contained 1mg. Provider was also in the room when the nurse pulled opioid. Charged nurse was contacted and event was recorded to hospital reporting system. Morphine 2mg/ml, dose or amount: 1 mg, frequency: prn, route: intravenous, for 2 days.